Event description:
The pt reported he has not felt stimulation for several months. In addition, the pt programmer and the charging system are unable to locate the ipg. Despite manufacturer attempts to obtain additional details, there is no further information available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Correction # 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.